Event description:
A malfunction alarm was reported, with a malfunction code labeled as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and there were no recurrences of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reappeared.